Manufacturer narrative:
Batch review performed on 31.mar.2021: lot 1810572: (B)(4) items manufactured and released on 21.03.2019. Expiration date: 2024-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event. Additional implant involved: gmk-revision 02.07.0517scf fixed tibial insert sc size 5/17mm (k103170) lot. 188129. Batch review performed on 31.mar.2021: lot 188129: (B)(4) items manufactured and released on 21.11.2018. Expiration date: 2023-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.

Event description:
8 months after the primary surgery the patient came in reporting pain and instability. The surgeon observed that the patient had soft tissue damage and a loose femoral component and the cause is unknown. The surgeon revised the femoral component, tibial tray, and insert and added offset connectors, femoral wedges, fluted extension stems and tibial augments. Previously the patient had competitor implants and was revised on (B)(6) 2020 following an infection, medacta implants were used as an antibiotic spacer. On (B)(6) 2020 the permanent medacta hardware was implanted.